Manufacturer narrative:
The insulin pump was monitored for blank display anomalies, no anomalies were noted. However, the insulin pump was received with corroded battery tube. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump has minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display, and it is unresponsive. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.